Event description:
Customer reported a past low blood glucose event with an unknown cause. The lowest blood glucose level recorded was 44 mg/dl. Customer consumed carbohydrates to address the low blood glucose level. Control-iq software was active on the customer's pump at the time. Technical support recommended consulting with a healthcare professional to discuss potential factors affecting blood glucose levels and the customer acknowledged this advice.